Event description:
Same as manufacture numbers: 6000089-2006-00475, 6000089-2006-00480, 6000089-2006-00481, 6000089-2006-00482. Clinical registry study. It was reported that during a coronary artery drug eluting stenting treatment procedure, a myocardial infarction occured. The index procedure treated two target lesions. Five taxus liberte stents were implanted in both lesions. The first target lesion was a heavily calcified mid left anterior descending (lad) lesion that was greater than 20mm in length. The second target lesion was a bifurcation of the proximal lad and the proximal circumflex (lcx). The first target lesion was treated with two taxus liberte 3.00 x 32 mm stents and a taxus liberte 3.50 x 12 mm stent. All three stents deployed in the first target lesion were placed in an overlapping fashion. The second target lesion was treated with a taxus liberte 3.50 x 12 mm stent and a taxus liberte 3.00 x 20 mm stent using the v-stenting technique. During the index procedure, the pt experienced a non q-wave myocardial infarction with a ck rise. The mi resolved four days after the index procedure without further treatment, however it did result in a prolonged hospitalization. No further complications were reported. The pt was discharged home four days following the index procedure on beta blockers, ace-inhibitors, nitrates, acetylsalicycylic acid, thienopyridine antiplatelet, and statins. This product is only 'ous' approved but it is similar to a marketed us device.